Event description:
The customer reported via phone call that they experienced high blood glucose readings of 505 mg/dl. The high blood glucose readings were treated with the insulin pump. The customer has been having these issues for the last week. The customer found that the cannula was kinked. The customer did not receive a no delivery alarm. The customer will call back for troubleshooting for the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.